Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ·we could not identify the foreign material from the provided information. ·foreign material adhered to areas outside the scope's outer surface, making it impossible to remove during reprocessing. Physical stress caused by bumping or dropping the tip of the scope, or chemical stress caused by the chemicals used, may have caused the adhesive around the lg lens to peel off, allowing moisture to enter the lg lens and cause corrosion, but this cannot be confirmed. However, a root cause could not be identified. The event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in light guide glass. There was no patient involvement.